Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-35, serial#: (B)(4), description: scs phiii ext 35cm; model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain and discomfort at the lead extension site. The patient underwent a revision procedure wherein the lead extensions were relocated. The patient was doing well postoperatively.